Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site and inspected the affected skyplate detector. He performed detector calibration and checked image using constancy protocol for image field aberations after calibration. Image was ok. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that there was drop alert on the detector. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.